Manufacturer narrative:
The handpiece has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted when the results of the quality investigation are complete.

Event description:
It was reported that the handpiece began leaking a watery and blood-like substance during the sterilization process. There was no pt involvement. There were no adverse consequences reported as a result of this event.